Event description:
It was reported that the bd micro-fine ultra¿ insulin pen needle was "blocked" and wouldn't deliver the "12 units" of insulin to the consumer during use. The following information was provided by the initial reporter, translated from french to english: "one of my patients had injection issues with a box of needles 5mm on many occasions, se wanted to inject her insulin (12 units), the pen was blocked, she changed the needle and it worked. She couldn't use 27 needles out of 100."

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine ultra¿ insulin pen needle was "blocked" and wouldn't deliver the "12 units" of insulin to the consumer during use. The following information was provided by the initial reporter, translated from french to english: "one of my patients had injection issues with a box of needles 5mm on many occasions, se wanted to inject her insulin (12 units), the pen was blocked, she changed the needle and it worked. She couldn't use 27 needles out of 100."